Manufacturer narrative:
The technician found the bushings were worn, the spacer was missing and a brake caster stem was bent. The technician replaced the bushings, spacer and brake caster to repair the bed.

Event description:
Info received indicates the brake is not holding.